Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1:(B)(6).

Event description:
It was reported that the coil was broken. A 12mm x 30cm interlock coil was selected for embolization of gastric fundus vein. During the procedure, the 5f angiographic catheter was accessed to the lesion position via vein, and the coil was advanced to the embolization position but could not deploy during delivery. The coil was simply pulled out; however, the coil was found to be broken when it was withdrawn. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The pusher wire and the introducer sheath were returned for the analysis; no damages were observed. The functional could not be performed due the main coil was not returned for the analysis. No other issues were identified during the product analysis.

Event description:
It was reported that the coil was broken. A 12mm x 30cm interlock coil was selected for embolization of gastric fundus vein. During the procedure, the 5f angiographic catheter was accessed to the lesion position via vein, and the coil was advanced to the embolization position but could not deploy during delivery. The coil was simply pulled out; however, the coil was found to be broken when it was withdrawn. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post-procedure.